Event description:
The patient reportedly experienced a decrease in performance with her device. Programming changes were made on july 12, 2007. A company representative met with the patient to perform device evaluation. Additional programming changes were made. However, the patient continued to show poor performance. A decision was made to explant the patient's device. This surgery will be scheduled.